Event description:
It was reported that, constant beeping: the event occurred during testing.

Manufacturer narrative:
The suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The problem was confirmed, and it was discovered that the uso sensor and main board were damaged, so it was replaced with a new one. Additionally, the dso sensor was replaced as it failed the test. The visual inspection and functional testing were performed. The service history review had no indication that the complaint was related to a service of the device within the review period.